Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved the issue. The patient had not recharged his ipg in a long time and the ipg was inoperable.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports the charger is unable to communicate with his ipg. The patient states he last received stimulation a few months ago and last recharged his ipg 7-8 months ago. In addition the programmer displays an error message. The sjm rep met with the patient and confirmed the issue. Surgical intervention may be pending to address this issue.